Event description:
New information received indicated that the patient continued to receive alerts for non-sustained rv oversensing due to post-paced t-wave oversensing. Alerts were turned off, but no additional programming changes were made. No patient symptoms were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a follow up visit in the clinic, post-paced t-wave oversensing was observed. The patient was asymptomatic. Programing changes were made during the device check. Later, the patient received a vibratory notification for another instance of post-pace t-wave oversensing. The patient presented to the clinic, and additional programing changes were made. The patient's condition is stable.